Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for hub / collar separation with the incident lot was not observed. Additionally, testing of the customer samples was performed and tube push off was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1277214. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle was attached to the hub, and "shot out" of the end of the holder while the safety shield simultaneously fell off. Additionally, it was reported that another bd vacutainer® eclipse¿ blood collection needle was attached to the holder when it "broke in two pieces". All defects occurred before use. The following information was provided by the initial reporter: "phlebotomist was getting ready to draw blood. Attached the needle to the hub, inserted needle and went to add tube for drawing and the needle seemed to shoot out of the end of the holder, at the same time the safety device fell off. Another phlebotomist was attaching needle to holder and the needle device broke in two pieces, where the green and white meet."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® eclipse¿ blood collection needle was attached to the hub, and "shot out" of the end of the holder while the safety shield simultaneously fell off. Additionally, it was reported that another bd vacutainer® eclipse¿ blood collection needle was attached to the holder when it "broke in two pieces". All defects occurred before use. The following information was provided by the initial reporter: "phlebotomist was getting ready to draw blood. Attached the needle to the hub, inserted needle and went to add tube for drawing and the needle seemed to shoot out of the end of the holder, at the same time the safety device fell off. Another phlebotomist was attaching needle to holder and the needle device broke in two pieces, where the green and white meet."